Event description:
New information received that the event was discovered via merlin. Net remote transmission. The pacemaker was reprogrammed. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the pacemaker (pm) exhibited far-r over sensing. No intervention or procedure was reported. No patient symptom was reported.